Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 1100 mg/dl and diabetic ketoacidosis. Reportedly, the cartridge leaked from an unspecified location. The customer declined troubleshooting due to being blind. The customer was treated with insulin fluids and was released from the hospital on (B)(6) 2017.